Event description:
Country of complaint: (B)(6). At the very first use, 3 teeth broke off the attachment. This was discovered at the instrument table while closing / opening.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the defected failure (broken teeth) is related to the material used for the chuck of the adaptor. CAPA initiated at original manufacturing site.